Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level had rose to 350 mg/dl. In addition the patient experienced bleeding at the pod infusion site and reports that the pods needle had failed to retract upon initial activation.

Manufacturer narrative:
The returned device was evaluated and the device was received with the hard cannula visible within the exposed portion of the soft cannula. The exposed portion of the soft cannula was observed to have been torn. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract, indicating that the formed needle was incorrectly installed. Damage was observed under magnification of the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. It could not be conclusively determined when or how the damage to the soft cannula occurred.